Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that the qdot micro¿ catheter was reading very high temperatures and the ngen was stopping ablation. Heat map immediately turned completely red. Took the catheter out of the body and noticed there was blood getting into the catheter between electrodes 2 and 3. The catheter was replaced and the problem was resolved. The case continued. There was no patient consequence. The customer's reported high readings, temperature issue, and blood in the catheter issue is not considered to be MDR reportable since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote. On 24-jul-2024, the bwi pal revealed that a visual inspection of the returned device found reddish material inside pebax, due to a hole in the pebax of the catheter. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the picture of the complaint device was provided by the customer and the actual product was also returned to biosense webster inc for evaluation. The evaluation has been completed. Bwi conducted a visual inspection and functional test of the returned device. According to a picture provided by the customer, foreign matter is observed between electrodes 2 and 3, however, the high temperature cannot be confirmed via the picture. Visual analysis of the returned sample revealed reddish material inside the pebax due to a hole in the pebax of the catheter. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The temperature test was performed on carto, and the device passed the temperature test. However, error 106 appeared on the system due to an open circuit on the tip area. The potential cause of the open circuit could not be determined. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The high temperature and impedance issues reported by the customer were confirmed. They could be related to the damage in the pebax. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the temperature and impedance errors and the hole in pebax identified and the teby bwi pal. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to error 106 identified by the bwi pal. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).